Event description:
It was reported that in the morning, the pt awoke and heard no sound from the implant. On several occasions prior to this, there had been episodes of swelling of the skin over the implant area. The first occasion was 6/2001, the pt's skin was swollen but without pain or redness. Antibiotics and enzymes were prescribed. After one week the swelling disappeared. In 9/2001, the swelling recurred but was treated successfully with medication. Again swelling reappeared in 6/2002, the pt recovered after medication was given for two weeks. In 9/2002, the swelling returned, enzymes were injected two weeks after the swelling appeared and recovery was one week after the injection. During these episodes the pt could still hear, but the signals were weaker than normal. Telemetry carried out in 11/2002 showed 'poor coupling'. Processor was replaced but without success.